Manufacturer narrative:
Information received from fax from physician on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, the patient presented with unspecified complications. All other information is unknown.

Event description:
The patient did not present with any post-procedural complications.